Event description:
It was reported that the ilet exhibited a split or cracked display, consistent with a hardware screen break, while blood glucose remained unaffected and the user had backup therapy available. Symptoms included no adverse clinical effects. Outcomes included no impact on activities of daily living and no medical intervention, emergency care, or hospitalization. Investigation included collection of event details, device history review, and arrangements for device return and replacement. Investigation of this device revealed physical damage to the screen consistent with a cracked display, with no indication of device control malfunction or dosing anomaly. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage unrelated to device software or algorithmic performance.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.